Event description:
The patient presented remotely to the clinic via a merlin.net transmission. The transmission showed that the right ventricular (rv) lead exhibited noise oversensing, and the physician determined that the cause was insulation damage. Noise was also observed on the right atrial (ra) lead. Isometric and pocket manipulation tests further confirmed the noise, as it was reproducible on the rv lead. The physician elected to cap and replace the rv lead on (B)(6) 2025. The chronic ra lead was left implanted, as the patient is not dependent on atrial pacing. The patient remained in stable condition throughout.